Event description:
It was reported that patient underwent ipg replacement due to normal eri on (B)(6) 2025. After the ipg was replaced, the newly implanted ipg (sn (B)(6)) that had been placed into surgery mode lost the ability to communicate with external devices. Cp logs confirm the ipg entered service app mode. A recovery function was executed by an abbott representative, ipg was successfully recovered, and communication was restored. During subsequent intra-op testing, both extensions showed fracture and high impedances. In turn, the physician decided to explant and replace the newly implanted ipg and both extensions. Therapy was restored post-op.

Manufacturer narrative:
The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.